Event description:
It was reported that cmac 4 blade failure of light. Camera worked in ambient light but inside airway, failed to show anything. Cmac 4 blade failed to produce light so they couldn't use it. Only noticed on trying to intubate. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the error description provided by the customer (cmac 4 blade failure of light) was confirmed. Overall, the following defects were found: blade damaged, adhesive tape on camera head worn, leaking, plug damaged, software is up to date, and reprocessing at temperatures above the device specification (temperature indicator has been triggered). As already mentioned, the device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is therefore concluded that the most likely cause of the error described is improper use by the user or during reprocessing. As described in checking the labelling', the instructions for use state that the product must be checked for functionality and damage before and after each use. In addition, a functional test (including light transmission and sufficient image quality) is described in which the defect on the device would have been noticed. The event is filed under internal karl storz complaint ID: (B)(4).